Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27 mm aortic valve underwent attempted repair for severe pvl after an implant duration of approximately two years. A 29 mm balloon was used to post dilate the surgical valve. A transcatheter valve was not deployed. Post-balloon inflation x2, there was minimal change in the conformity of the valve skirt and regurgitant volume but no significant hemodynamic improvement. Given this, it was felt that valve-in-valve replacement was not going to be the first choice and that an amplatzer plugging was recommended. The patient was discharged on pod # 1 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.